Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and self test. No the motor arm cannot communicate with the main arm, no unexpected battery power loss alarm and no low battery alarm during testing. Unit communicated properly with the test guardian transmitter. Hardware low level failures alarm confirmed in the pump history due to broken trace.

Event description:
Customer reported via phone call that the insulin pump had pump error hardware low level failures and the motor arm cannot communicate with the main arm. Customer¿s blood glucose level was 90 mg/dl. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.